Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer could continue procedures with the wired footswitch. The philips service engineer inspected the system onsite and replaced the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that, the wireless footswitch was not working. The wifi and battery indicator were both red. When these indicators are red, they indicate that there is a problem with the battery charge level and the wireless connection. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.